Event description:
Litigation papers allege pain, stiffness, discomfort, weakness and excessive metal ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation completed. Should further information be received, the complaint will be updated at that time.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date receive by MFR: 1/14/2016. Update rec'd 1/14/2016: litigation papers received and sticker sheets received. Part/lot will be updated. This complaint will be updated on: 1/21/2016 product: 3 MDR :157320. Lot number:2492073. Mfg date: 11/2/2007. UDI: unavailable. Examination of the reported trial was not possible as it was not returned. A complaint database search on the product family found additional complaints regarding trial breakage. Previous investigations found the root cause to be product wear out. The lot code for this product was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 1/14/2016: litigation papers received and sticker sheets received. Part/lot will be updated. This complaint will be updated on: 1/21/2016.